Manufacturer narrative:
E1: (B)(6) hospital. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes large fibrin filaments and clotted serum was found during use. The failure was noted in twenty tubes. No health impact or consequence reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) photo and two (2) videos were provided for investigation. The photo and videos were reviewed and the indicated failure mode for fibrin was observed. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fibrin based on the provided photo and videos. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes large fibrin filaments and clotted serum was found during use. The failure was noted in twenty tubes. No health impact or consequence reported.